Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was not returned for evaluation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 1 colony forming unit (cfu) of brevundimonas sp.. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.